Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that a penumbra system 3max reperfusion catheter (3maxc) was cracked upon removal from the dispenser hoop. The damaged 3maxc was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3maxc.